Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call damage on the insulin pump. Customer's blood glucose level was 101 mg/dl. Customer advised there is a crack where the infusion set is located and the plastic is chipping away as well. Customer advised the infusion set does not lock in place properly. Customer advised the plastic has broken off around the insert point where the infusion set goes in. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.